Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set separated and leaked. The following information was provided by the initial reporter:the IV tubing broken just past the drip chamber and leaked.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set separated and leaked. The following information was provided by the initial reporter: the IV tubing broken just past the drip chamber and leaked.

Manufacturer narrative:
H6: investigation summary the customer reported the tubing broke past the drip chamber and returned the sample and label. The sample confirmed the failure of drip chamber separation. The root cause was found to be solvent related, and is apart of an ongoing project to mitigate this failure at the manufacturing site. The project is working to lower the risk of reoccurrence of this issue CAPA 3974230 has been initiated. Device history record review for model 10802688 lot number 22039186 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.